Manufacturer narrative:
Concomitant product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that approximately 1.5 months prior to the report the patient¿s medication was switched from dilaudid to prialt. The patient stated that for about 8 or 9 days he felt fabulous but then the patient began to not receive pain relief. The patient stated ¿it¿s just like it¿s shut off, it¿s not working¿. The patient¿s healthcare provider (hcp) was determined that increasing the dose would help the patient¿s pain; however, the patient was concerned there was an issue with the catheter. The hcp had increased the patient¿s dose by 33% the previous 2-3 weeks and the patient still did not have relief. The patient stated ¿it seems to me that there¿s something that¿s got to be hardware-wise or tubing or something that¿s causing that not to send the drug across¿. The patient also had a personal therapy manager (ptm) and did not receive relief from the boluses delivered by the ptm. The patient stated ¿I think that the tubing is bad or it¿s got diverted or something where it¿s putting the drug in the wrong spot or something¿. It was later reported that the patient had a follow-up appointment on (B)(6) 2013. The patient received assistance from his doctor and his concerns were resolved. Additional information has been requested but was not available at the time of this report.